Manufacturer narrative:
Other text: b5: additional information: no patient involvement was reported. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found fluid ingression on the pump and multiples components parts inside of device pump had been contaminated by fluid ingression. Functional testing found the problem was duplicated "device keeps alarming as soon as batteries are put inside, has no display" issue during the investigation. Found multiples components parts inside of the device pump and liquid crystal display (lcd) display connector pins had been contaminated by fluid ingression cause alarming. Recommended multiples components parts inside of device pump to be replaced. The root cause of the reported issue was found to be user interface (fluid ingression / main body / barrel clamp seal) - this issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device keeps alarming as soon as batteries are put inside and has no display. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.